Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that adding medications to facility formulary. A technical support specialist (tss) spoke with customer and communicated the update on the knowledge article. The customer acknowledged and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device. D.4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ es server, a request was made to add hepatitis b vaccine (med ID: hepbengerixb) to arkansas children¿s formulary without unloading, deleting, or restarting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.